Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. The shield was not returned for evaluation. Engineering also observed that a piece of the septum, an internal rubber component of the seal, had also separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the shield dislodgement that was observed on the returned unit.

Event description:
Procedure performed: robotic right upper lobectomy. Event description: during a surgery a ctf73 broke, lot number is 1395266. Additional information from cer form provided via email by applied medical representative 06may21: as the procedure was coming to an end the port in question, which was being used as an assistant port, was being used to allow access for johan laparoscopic forceps and a retrieval bag. The piece of plastic was discovered as [surgeon - name], the operating surgeon, was doing a final look around the surgical site for bleeding. Initially the surgeon and assembled theatre staff had no idea what the plastic was or where it had come from, but when [surgeon - name] removed it from the thoracic cavity he realised it was part of the port. No injury was caused to the patient by this and the procedure was completed. Scrub nurse [scrub nurse - name] has kept the port in question and it is available for collection and return. Additional information provided via email by applied medical representative 17jun21: all the pieces were retrieved from the patient. The inside seal of the port detached. The component was clear in colour. The component fell out and was not torn. Intervention: component removed patient status: procedure was continued and completed with no injury to patient.